Event description:
It was reported that when the device was used during a laparoscopic hepato-pancreatic procedure, it did not cut or staple. Another device was used to complete the case with no consequence to the patient. The device was discarded.